Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not detect the air in the line at the completion of the infusion. The air makes its way past the module without detection or alarm. The customer also mentioned that the "issue was occurring on other devices as well." This file is meant to capture the failure to alarm "on the other devices." There was patient involvement and no harm.